Event description:
It was reported that during a distal superficial femoral artery (sfa) stenting procedure, the absolute pro vascular stent deployed without initiation in the non-diseased mid sfa. Reportedly, the handle was locked and the wheel was not rotated. The stent was post-dilated in the vessel and the distal sfa was then stented with another absolute pro vascular stent. There was no adverse sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: : device was originally reported as returning, but has been discarded by the user. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system instructions for use states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Device is not indicated for use in the superficial femoral artery. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.